Event description:
It was further reported that low impedance, undersensing and loss of capture were exhibited with the ra lead. Reprogramming was performed, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the impedance on the right atrial (ra) lead was fluctuating and dipped below the normal range. The lead remains in use. No patient complications have been reported as a result of this event.